Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that he was hospitalized due to high blood glucose levels and diabetic ketoacidosis (dka). Customer was wearing the insulin pump at the time of hospitalization. Customer blood glucose at the time of hospitalization was 416 mg/dl. Customer current blood glucose was 296+ mg/dl. Customer blood glucose ranged from 296 to 525 mg/dl. Customer reported symptoms related to their high blood glucose levels included high blood glucose, nausea, and large ketones. Customer reported that the insulin pump alarmed motor error. Customer treated his high blood glucose with the insulin pump. Troubleshooting was done and the insulin pump passed functional testing. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Replacement product is being sent.